Event description:
It was reported that during a cleaning at the user facility the blade detached from the device. The detached blade could cause unintended injury to the patient or user. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Pna. H3 other text : product not available

Event description:
It was reported that during a cleaning at the user facility the blade detached from the device. The detached blade could cause unintended injury to the patient or user. No medical intervention and no adverse consequences were reported with this event.